Event description:
A 4.0mm diameter by 12mm length s670 stent delivery system was inserted for treatment of a lesion in the right coronary artery. The calcified lesion was not pre-dilated prior to the insertion of the stent delivery system. During the advancement of the stent to the proximal lesion, the stent reportedly hung up at the ostium of the right coronary artery. The stent delivery system was then pulled back from the coronary artery. Upon removal of the stent delivery system, the stent dislodged in the ostium of the artery when the stent was pulled into the guide catheter. A 2.0mm ptca balloon was inserted through the dislodged stent and inflated slightly. When the ptca balloon was pulled back, the guidewire and guide catheter lost placement and subsequently the stent dislodged in the aorta. The stent remains in the pt's arterial vasculature. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event. The calcification and direct stenting of the lesion contributed to the stent not crossing the lesion. The instructions for removal of the undeployed stent were not followed when the stent was pulled into the guide catheter. Pulling the stent into the guide catheter and the loss of the guide catheter placement contributed to the stent dislodgement.